Manufacturer narrative:
The product was received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the (B)(4) swivel assembly standard of the a2079 mayfield infinity xr2 base unit needed repair. Additional information was received on (B)(6) 2018 that the unit had a broken knob. Additional follow-up information has been requested but no other clinical information has been provided.

Event description:
N/a.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Unit received with the threads broken off the standard knob. Unit received with the link arm attached to the unit. A DHR review cannot be performed at this time as the lot number was not provided. Root cause confirmed complaint event. Device received with broken knob. This investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied. To prevent reoccurrence integra pd is testing alternate radiolucent materials for knob to increase durabilit.